Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was making weird noises during the day. Troubleshooting was performed. Ran a self test and the device passed the test. Performed a displacement test and the insulin pump failed the test. Advised the customer to revert to back up plan. No further info was provided.